Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The entire lot has been sold and distributed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis patient contact reported that during breaking down the cycler, post treatment, patient discovered fluid inside the cassette door. Patient contact stated that the patient's nurse was called and nurse believed this to be caused by a leaking cassette. The cassette was discarded. No adverse event associated with the leak has been reported.